Manufacturer narrative:
During troubleshoot, the biomed did not have another power supply to swap out but did have a 5 volt on pin three of the power supply and a 24volt supply. No device will be returned as the biomed was informed that the monitor is obsolete and discontinued from service. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed via telephone by the biomedical equipment technician at the user facility that during preparation for use, the customer high-definition liquid crystal display monitor¿s ¿power button indicator flickers on and off then does not work¿. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the reported problem was unable to be confirmed as the device was not returned. The specific root cause of the issue could not be determined at this time. Olympus will continue to monitor field performance for this device.